Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that venofer was ordered to be infused over 90 minutes and it was discovered to be infusing at a rate of 300ml/hr versus the intended 80ml/hr. Upon discovery, the rate was decreased to 80ml/hr. The patient was assessed and observed to be asymptomatic. The patient was discharged after the infusion; no patient harm.